Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information received reported that the ins was replaced with a restore advanced. It was later reported that the patient stated she used the scs 100% of the time, and didn¿t notice the elective replacement indicator on the programmer. Once stimulation stopped the patient went to her hcp who discovered the end-of-service message. It was reported that the patient recovered without sequela.

Event description:
It was reported that the patient saw an eos / eol message. It was noted that something was different when the patient woke up about a week ago and couldn't turn her stimulation on. An impedance check showed that all pairs with contact 11 were open. A longevity calculation based on the patient¿s typical settings estimated 5 months. It was noted that battery longevity was as expected given programming. It was later reported that no other diagnostics were performed, and the patient was to have an ins replacement. It was noted that the patient was not receiving effective therapy as the ins was at end of life. Additional information has been requested, but was not available as of the date of this report.

Event description:
Upon further review, it was alleged that the implantable neurostimulator battery prematurely reached end of service (eos).

Event description:
It was later reported that the cause of the event was "generator failure." The event was attributed to the implantable neurostimulator (ins). It was noted that the issue was battery depletion. It was noted that "revision/surgical" was checked and described as replacement of the ins on (B)(6) 2013. The patient did not require hospitalization as a result of the event.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3550-39, lot# n335800, implanted: (B)(6) 2012, product type accessory; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4)..

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ipg 37702 restore, serial # (B)(4)) found that the battery had reached a normal end of life (eol), its telemetry and output were okay. Final functional test was failed due to low battery and eol. Connector module was scratched. All setscrews were backed out too far. Shield/can was scratched. Longevity calculations using parameters from a returned printout showed that the battery exceeded the estimate.